Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and noted variable shock impedance measurements. Ts discussed that this was the third red alert for out-of-range impedance. Ts recommended to increase the alert threshold to 150 ohms and further evaluate at the next in-clinic visit. No adverse patient effects were reported. This rv lead remains in service.